Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire detachment occurred. A short taper 300 cm straight tip v-14¿ controlwire® was selected to cross a lesion. However, during the procedure inside patient, the wire broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient with the use of a snare. The procedure was completed with a non-bsc device. The patient's post-procedure condition was okay.